Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
As reported by the hospital, a pt with severe copd on home oxygen presented with lethargy, dyspnea, and profound hypercarbia. Failed nippv and intubated. Pco2 improved significantly, however, during the day he be came very labile from apparently hemodynamically significant auto peep. This occurred in spite of deep sedation. Decision was made to paralyze the pt. He was still having episodes where he would received two breaths in a row. This was hemodynamically significant, resulting in sbps in the 70s which resolved with disconnection. The pt was given a second full bolus of the paralytic . He had 0 twitches on a train of four and continued to apparently breathe over the ventilator. On exam, the pt did not appear to have any muscular activity. It was reported that the pt's flow tracing had several oscillations, with a set flow trigger of 2. This was increased to 9, resulting in less events but they did not completely abate. The therapist changed to a pressure trigger of 5, but they continued. The pt's exhaled tidal volume was reported as approx 750, while his set tidal volume was approx 500. The pt then received approximately 10-15 breaths in a row, with each breath coming every 1-3 seconds. This resulted in a brief cardiac arrest, with full cessation of his art line tracing. The pt was disconnected from the ventilator, which resulted in immediate return of spontaneous circulation. The ventilator was replaced with another unit. There was no reported pt harm as a result of this event.

Manufacturer narrative:
The hospital tested the engstrom device both for basic performance using the device checkout procedure and with simulated ventilation for more than 48 hours with no noted abnormalities or errors. The analytical review of the device logs by ge healthcare found no evidence of an internal malfunction or error of the engstrom device. The exact root cause of the reported complaint could not be duplicated.